Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse reported that the clenz leak was dried up and appeared to be from a while ago. The fse and the night technician smelled a burning smell the night before, but there was no visible sign of smoke. The fse performed troubleshooting and replaced multiple hardware parts. The root cause of the leak and the smoke smell is unknown. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a clenz leak and possible smoke from the coulter lh 780 hematology analyzer. In addition to the reported leak, the instrument was producing differential background failures. The operator did not seek medical attention and the fire department was not called. There was no contact with the fluid to mucous membranes (eyes, mouth, and nose). There were no reports of erroneous patient results.